Event description:
In the cardiac cath lab, the device was used with a defibrillation adapter and disposable defibrillation/ECG electrodes to cardiovert a pt. According to the rptr, the device would not deliver energy to the pt. The electrodes and adapter was removed and the device's standard paddles used to cardiovert the pt. The pt was resuscitated.